Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving baclofen [2 000 mcg/ml] at a rate of 458.9 mcg/day via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the patient is in the hospital and missed a refill appointment. The reason for the hospitalization is unknown and was told that the patient had seizures and there was some suspicion of malfunction of the pump but a contact at the hospital who spoke with the managing physician stated they do not believe that is the case. They were told that the patient has a history of seizures. No interventions were mentioned. The pump low reservoir alarm date is (B)(6) 2017 and low reservoir volume is 2 ml. The flow rate is 0.229 ml/day. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.